Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported, by hcps, that immediately following a cardiac ablation procedure, fluid was observed via ultrasound, indicating a cardiac tamponade. The patient was under general anesthesia at the time. An infusion was performed to extract the fluid. The patient's outcome was reported as alive, with injury (cardiac tamponade). The tamponade was observed after the physician took the sheath and the ballon out, so the procedure was already completed. They did pericardial infusion to remove the fluid that was found, and the patient recovered completely. The physician wasn't 100% sure but they assume that the incident occurred during the transeptal puncture. For transeptal we used our arrive sheath. No issue with arrive sheath reported. The arrive sheath is not available to evaluate, as they discarded it.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4,g3,g6,h2,h6 and h11. There was no device malfunction reported with arrive sheath. Patient had cardiac tamponade repotted at the end of the procedure. Physician did pericardial infusion to remove the fluid that was found and the patient recovered completely. No product was provided for analysis as it was discarded by user facility. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to integer. For evaluation, however, a complaint notification was provided. Without the return of the actual device in question for evaluation, integer is unable to determine the exact cause of this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. No corrections will be taken at this time as no allegations made against the device. This complaint is non-verifiable. Integer.inc/oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.